Manufacturer narrative:
Occupation: other, senior counsel, litigation please note that the exact event date is unknown and the event date in is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt.

Event description:
Additional information received per the medical records indicate that the patient has a history of ventral hernia with repair, seven previous hernia repairs (umbilical hernia)bilateral pulmonary embolism (pe), diabetes, hypertension, prostate cancer, gastroesophageal reflux disease (gerd) and obesity. The patient present to the emergency department with complaints of two days of abdominal pain. The patient had a known ventral hernia that had increased pain. The patient was admitted to the hospital four days before the index procedure. A computed tomography (CT) scan revealed a small bowel obstruction secondary to small bowel herniation into anterior abdominal wall surgical defect. It was also noted that the patient had an ill-defined hypodense 2.5 x 2.2 cm lesion in the liver that was indeterminate, but may represent focal fatty infiltration. Three days before the index procedure that patient had and exploratory laparotomy with excision of old mesh, complex ventral hernia repair, primary fascial repair and overlay marlex mesh. Additionally, there was lysis of adhesions. Two days before the index procedure the patient had a CT scan that showed extensive bilateral pulmonary emboli and a small saddle pulmonary embolus. Additionally, the was mild right greater than left lower lobe atelectasis. Ill-defined hypodense lesion was again seen in the left lobe of the liver. The patient had a pulmonary embolectomy. One day before the index procedure a duplex of the patient's lower legs were negative. Two days after the index procedure a duplex of the patient's bilateral upper extremities was negative for deep vein thrombosis. Computed tomography (CT) scans were done approximately nine years and five months after the index procedure. The filter was seen in place. It has approximately 7 degrees of anterior tilt. The device appears intact without evidence of caval perforation. Incidental finding includes exophytic cyst at the lateral lower pole of the right kidney measuring 1.7 cm. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported events approximately nine years and five months after the index procedure. The form states that the patient experienced abdominal pain related to the filter perforation of his inferior vena cava. The CT scan provided states that the device appears intact without evidence of caval perforation.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of ventral and umbilical hernias with multiple repairs, bilateral pulmonary embolism (pe), diabetes, hypertension, prostrate cancer, gastroesophageal reflux disease (gerd) and obesity. The patient presented to hospital with a two-day history of increased abdominal pain related to known ventral hernia. A computerized tomography (CT) scan revealed a small bowel obstruction secondary to a small bowel herniation into the anterior abdominal wall. It was further noted that the patient had an ill-defined liver lesion that was suggestive for focal fatty infiltration. The patient underwent an exploratory laparotomy with excision of old mesh, complex ventral hernia repair, primary fascial repair and overly of another mesh; along with lysis of adhesions. The next day, a CT scan revealed extensive bilateral pulmonary emboli (pe) and a small saddle pe; along with mild bilateral lower lobe atelectasis. The patient underwent pulmonary embolectomy. The next day, diagnostic testing revealed no evidence of deep vein thrombosis (dvt) in the lower extremities. Two days after the filter implantation, diagnostic testing revealed no evidence of dvt in the upper extremities. Approximately nine years and five months after the filter implantation, the patient underwent a CT scan that revealed a seven-degree anterior tilt of the filter. There was no evidence of filter fracture or caval perforation. The patient also reported that the filter had perforated outside the wall of the inferior vena cava (ivc); though the provided CT scan report did not demonstrate this. The patient further reported having experienced abdominal pain associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.